Manufacturer narrative:
H3 other text : remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. Multiple attempts were made to request information regarding evaluation and resolution of the reported problem.

Event description:
It was reported to philips, that the device displayed error. Specific malfunction is currently unknown. And request has been sent out for such information. There was no reported patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model #: 861290). And will be reported in the united states under device model #: 861290.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.